Event description:
101 days after implantation of a 2.5x24 mm taxus express2 drug eluting stent an in0stent restenosis occured. During the initial procedure, the target lesion was located in the left anterior descending artery (lad). A pre-intervention % stenosis was not reported. A 2.5x24 mm taxus drug eluting stent was deployed in the lesion. A post-intervention residual stenosis was reported. The pt received intracoronary nitroglycerin, heparin, and plavix during the procedure. No infor-mation concerning lesion calcification or vessel tortuosity was reported. No information concerning the pt's condition was reported. The pt presented 101 days after the initial procedure with an in-stent restenosis in the left internal mammary artery (lima) -lad. A pre-intervention in-stent restenosis percentage was not reported. Following dilation with a 2.0x15 mm maverick balloon, a 2.5x28 mm cypher drug eluting stent was deployed in the lima-lad. The stent was post-dilated stent with a 2.0x20 mm quantum maverick balloon. The pt received heparin and nitroglycerin during the procedure. No information concerning pt complications or conditions was reported.